Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would not power up; the micro processor unit (mpu) printed circuit board (pcb) assembly tested out-of-specification in an electrical manner. It was also noted that the stylus touch-pen of the device would not select on the display screen. Furthermore, it was noted that the floppy disk drive was out-of-specification, the keyboard was broken, the media bay door was broken, the lower case and power cord bay were broken, hinge plate screws were missing, and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer would not turn on. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.